Event description:
Synergy china registry: it was reported that unstable angina occurred. In september 2022, the subject presented with unstable angina and was referred for cardiac catheterization. Two days later, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) and extending up to distal rca with 90% stenosis and was 96 mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 38 mm overlapped with 2.50 mm x 28 mm and 3.00 mm x 38 mm synergy stents system. Following post dilation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In march 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. One week later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that non-target vessel revascularization was also performed to treat the event.

Manufacturer narrative:
B5 - describe event or problem: updated.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. Two days later, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) and extending up to distal rca with 90% stenosis and was 96 mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 38 mm overlapped with 2.50 mm x 28 mm and 3.00 mm x 38 mm synergy stents system. Following post dilation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. One week later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that medication was given and non-target vessel revascularization was performed to treat the event. It was further reported that in (B)(6) 2023, the subject was diagnosed with in-stent restenosis. No other action was taken to treat the event. At the time of the reporting, the event was considered to be recovering/resolving.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. Two days later, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) and extending up to distal rca with 90% stenosis and was 96 mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 38 mm overlapped with 2.50 mm x 28 mm and 3.00 mm x 38 mm synergy stents system. Following post dilation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. One week later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.